Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas stating the patient experienced a blood glucose (bg) measurement of 583 mg/dl allegedly due to blood glucose (bg) reminders not being turned on. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy. Use error was a contributing factor as a reminder is a convenience feature of the pump, it does not impact insulin delivery and is not expected to cause or contributed to a blood glucose excursion. There was no indication of a pump malfunction or that the pump caused or contributed to the reported adverse event. The patient reportedly remained on insulin pump therapy and therefore, the device is not being returned.